Event description:
It was reported that the health care professional (hcp) called technical services (ts) with concerns of this subcutaneous implantable cardioverter defibrillator (s-ICD) battery depleting rapidly. The hcp observed that the device battery longevity had dropped from 33% to 13% in about a year. It was noted that battery longevity analysis was not completed due to the hcp being unable to send over the device disk data. The device remains in service. No adverse patient effects were reported. Subsequent additional information was received that reported this device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) with concerns of this subcutaneous implantable cardioverter defibrillator (s-ICD) battery depleting rapidly. The hcp observed that the device battery longevity had dropped from 33% to 13% in about a year. It was noted that battery longevity analysis was not completed due to the hcp being unable to send over the device disk data. The device remains in service. No adverse patient effects were reported.